Event description:
It was reported that during the implant procedure, the guidewire could not be removed from the left ventricular lead. The guidewire remained inside the lead and the lead was implanted. The patients condition post procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).